Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, deformation, wear abrasion and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Healthcare professional reported capsular contracture on an unknown side of an unknown baker grade. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.3., b.5., b.6., d.6., g.1.

Event description:
Healthcare professional additionally reported pain, "capsule wall with fibrosis and mild chronic inflammation," associated with capsular contracture of baker grade IV. Treatment included an analgesic and anti-inflammatory.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported capsular contracture on an unknown side of an unknown baker grade. The device has been explanted.